Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon evaluation it was found that the flash memory chips (B)(4) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The patient received a replacement monitor.

Event description:
An (B)(6) male patient's friend contacted zoll customer support to report that the patient had changed the battery and now the device is unable to power on. Both battery packs were unsuccessful with powering on the monitor. The patient was issued a replacement monitor.